Event description:
A malfunction was reported by the customer, indicated by an error code. The blood glucose level was recorded as 220 mg/dl. As a corrective action, the device is being returned, and a replacement pump with a new serial number has been designated. No additional information was provided regarding the customer's outcome or any further actions taken.